Event description:
Reporter alleged the customer obtained discrepant blood glucose values of 279 mg/dl back to back with a result of 138 mg/dl when testing was performed within 10 minutes on the customers advantage system. Reporter stated customer was experiencing hyperglycemic symptoms during the time of the testing and took 5 units of rapid acting insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.